Manufacturer narrative:
The device has been received for evaluation. Investigation is still pending.

Event description:
The event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported that a patient's cetuximab infusion leaked on floor. The patient did not receive the full dose of medication. No harm was reported.

Manufacturer narrative:
Received one (1) used. List #142550489, primary plumset and one (1) used. List #unknown, intravia container 500ml bag for inspection. No damage or anomalies noted. Received one (1) photo of the set and packaging. The set was leak tested and no leakage was observed. The complaint of leakage cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.